Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. The target lesion was located in the calcified superficial femoral artery. The sterling 5.0x40/135mm balloon catheter was advanced to the lesion. After several inflations, at unknown atms and seconds, the balloon ruptured under nominal pressure. The device was removed intact from inside the patient. The procedure was completed with a different device. No patient complications were reported and the patient's current condition is listed as "good".

Manufacturer narrative:
The device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).